Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver pcb, battery pack and power assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loos of imaging functionality. There is no report of injury or death associated with this event.